Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did received a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon and pilling keypad overlay. Identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected insert battery, low battery, replace battery, replace battery now, power loss, nor failed battery alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.